Manufacturer narrative:
An event of premature separation during procedure was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. A cine review was completed, stating "two still fluoro images were provided. The images do not show the premature detachment of the occluder, only after the occluder was released from the cable and embolized to the right atrium. One image was pre-detachment with the second image post detachment showing the embolized occluder." The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported premature separation could not be determined. A surgical intervention was a result of case-specific circumstances, as the device was removed and the septum was closed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 30mm amplatzer septal occluder was chosen for implant using a 12f amplatzer trevisio delivery system. During the procedure, while deploying the right atrial disc after the left atrial disc was deployed, the device completely detached from the delivery cable. The cable connection was checked during prep ad prior to deployment. The patient was subsequently transferred to cardiac surgery, where a surgical intervention was performed to remove the device and close the path. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 30mm amplatzer septal occluder was chosen for implant using a 12f amplatzer trevisio delivery system. During the procedure, while deploying the right atrial disc after the left atrial disc was deployed, the device completely detached from the delivery cable. The cable connection was checked during prep ad prior to deployment. The patient was subsequently transferred to cardiac surgery, where a surgical intervention was performed to remove the device and close the path. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.